Event description:
Caller reported a malfunction on the pump, indicated by a software error. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.